Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the right sided jugular vein, the physician inflated the balloon to 6 atm (balloon rated for 4.5 atm) and ruptured. Upon withdrawing the ensemble system, the distal portion of the balloon and tapered tip got stuck in the internal jugular at the venous entry site. This required surgical cut-down for removal of the delivery system. A great deal of scar tissue was noted adherent to the right internal jugular vein upon direct visualization following surgical exposure. Upon extraction it appeared that the distal balloon part had flared out, thus preventing removal of the delivery system from the vessel. The melody valve was then successfully implanted with no further adverse patient effects reported. The physician discarded the ensemble delivery system and it will not be returned for analysis.

Manufacturer narrative:
An update was made to the event description based on feedback received from the implanting physician received on (B)(4) 2013 after his review on the initial medwatch submission which was sent to him for submission to his irb. No other changes were made. (B)(6). (B)(4).

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve via the right sided internal jugular vein, the outer balloon of the ensemble system was used to post-dilate the valve. It was upon inflation of the balloon to 6 atm (balloon rated for 4.5 atm) that the balloon ruptured. Upon withdrawing the ensemble system, the distal portion of the balloon and tapered tip got stuck in the internal jugular at the venous entry site. This required surgical cut-down for removal of the delivery system. A great deal of scar tissue was noted adherent to the right internal jugular vein upon direct visualization following surgical exposure. Upon extraction it appeared that the distal balloon part had flared out, thus preventing easy removal of the delivery system from the vessel. The melody valve had been successfully implanted and no further adverse patient effects reported. The physician discarded the ensemble delivery system and it will not be returned for analysis.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information obtained, a follow-up report will be submitted. Conclusion: the recommended maximum pressure (atm) for this size device is 4.5 atm for the inner balloon and the rated burst pressure (maximum applied pressure) for the outer balloon is 3 (rbp) per the IFU. Partial cause of the event was likely related to user error. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.